Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump gave a motor error alarm, and stopped delivering insulin. Troubleshooting was performed, and the drive support cap was flush. The insulin pump passed the displacement and self tests. No further motor error alarms noted. Nothing further was reported.